Event description:
Reportedly, the subject lead was implanted on (B)(6) 2010. The patient made a big effort when lifting a heavy bag up on (B)(6) 2016, and he received eight (8) inappropriate shocks. The patient went to the hospital on the same day and the threshold was increased at 4.5 v and the x-ray images showed a breakage in the coil. The shocks were disabled. The re-intervention took place on (B)(6) 2016 and the lead was abandoned and replaced.

Event description:
Reportedly, the subject lead was implanted on (B)(6) 2010. The patient made a big effort when lifting a heavy bag up on (B)(6) 2016, and he received eight (8) inappropriate shocks. The patient went to the hospital on the same day and the threshold was increased at 4.5 v and the x-ray images showed a breakage in the coil. The shocks were disabled. The re-intervention took place on (B)(6) 2016 and the lead was abandoned and replaced.